Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that they were feeling a little bit of soreness. They were also having an occasional retention issue where they had to sit a little bit longer to make sure they had completely empty their bladder.